Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to verify the battery out limit alarm due to button error alarm and no button response. No blank display noted during testing. No damage found on the lcd isolation tape noted. No moisture damage found inside the device noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and battery out limit and the buttons were not responding. Blood glucose value was 470 mg/dl; treated with manual injection. No significant events leading to the alarms were noted. It was stated that the display went blank for a while when trying to clear the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.